Manufacturer narrative:
It is unknown if the initial reporter (e1) is patient's family, so personal information was not entered. No information was captured in section a: (a1: patient's credentials, a2: age, a3: sex, a4: weight), as the patient information was not provided. The model # (d4) was not provided.

Event description:
An advocate (customer's caregiver) from mexico called on behalf of the customer to report that they obtained blood glucose readings of 132 mg/dl at 3:12 p.m. With the laboratory testing and lo (indicative of a reading below 10 mg/dl) at 3:14 p.m. With the contour plus meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the advocate.

Manufacturer narrative:
The test strips from lot # 3bqhh01 were sent to phc (strips supplier). Upon further evaluation, it was found that the test strips were contaminated with ethanol, glycerin and 2-phenoxyethanol. If the customer uses a hand sanitizer after washing hands and before measurement and then touches the test strips or the inside of the bottle of the test strips before it dries completely, it is possible that the reagent will deteriorate due to exposure to the components of the disinfectant. The potential cause of the low result is deterioration of test strips due to an ethanol component, which is found in the hand sanitizer.

Manufacturer narrative:
The customer returned the suspected contour plus meter and contour plus test strips from lot # 3bqhh01a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave either lo readings (indicative of a reading below 10 mg/dl) or an e11 error message (indicative of an abnormal result). The returned meter was then tested with the in-house contour plus test strips from lot # 3bqhh01a using a blood sample, which gave a satisfactory performance. Additionally, the returned test strips were observed under the microscope, and the reagent at the tip of the test strips appeared to be deteriorated in some of the strips. This is observed if the test strips have not been stored properly or have been mishandled. The issue is being further investigated.